Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot s11222 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.

Event description:
This is follow up#1 to report on (B)(6) 2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿recurrent incarcerated ventral hernia¿ surgery and was implanted with a strattice device lot s11222-042 on (B)(6) 2013. The patient underwent a ¿laparoscopic enterolysis, laparoscopic incisional hernia repair with physiomesh¿ on (B)(6) 2015. Patient was implanted a non-abbvie device. The form lists the conditions that were treated were ¿repair of recurrent incarcerated ventral hernia with bilateral component separation & placement of strattice¿ between (B)(6) 2013. The patient also received treatment for ¿abdominal pain, diarrhea, n/v; CT ab/pel: bowel-containing ventral hernia¿ on (B)(6) 2015. The patient was treated for ¿abdominal pain, constipation, pain around surgical sites¿ on (B)(6) 2015. The patient was seen for ¿abdominal pain, n/v/, diarrhea; CT - right periumbilical hernia which contains small bowel loops & is point of transition of small bowel obstruction¿ on (B)(6) 2015. The patient underwent ¿laparoscopic enterolysis, laparoscopic incisional hernia repair with physiomesh¿ between (B)(6) 2015. The patient was also treated for ¿small bowel obstruction; rad- early or incomplete small bowel obstruction, with multiple air-fluid levels in minimally enlarged small bowel loops, no gas distally in colon, air-fluid level in stomach¿ between (B)(6) 2015. The patient was seen for ¿wound infection, depression, hernia symptoms¿ between 2012 to present. The patient was treated for ¿adhesions, hernia symptoms, cholecystectomy¿ between 2013 to present. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿physiomesh, lot #ee8gqka0¿ on (B)(6) 2012. The form indicates that the device was removed or revised on (B)(6) 2013 due to ¿repair of recurrent incarcerated ventral hernia with bilateral component separation & placement of strattice¿ and on (B)(6) 2015 due to ¿laparoscopic enterolysis, laparoscopic incisional hernia repair with physiomesh.¿ the patient was implanted with another non-abbvie device, ¿physiomesh, lot # unknown¿ on the same date. The form does not indicate if the device was removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.